Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received two inappropriate shocks. Poor r-wave sensing and micro dislodgement of the rv lead was observed. The lead was repositioned.